Event description:
Related manufacturer reference number: (B)(4). It was reported that the patients leads had high impedances. Surgical intervention was undertaken on (B)(6) 2022, where the leads were explanted and replaced. Therapy was restored post op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.